Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) captures the reportable event of foreign matter. (Evaluation conclusion codes): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a papillotomy procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that there was a foreign object on the cutting wire. The procedure was completed with a second stonetome . There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 2944 captures the reportable event of foreign matter. A visual examination of the returned device revealed that there was a clear foreign matter found in the distal section (cutting wire section) which appeared to be residues of adhesive. There was no other issue noted. The complaint was consistent with the reported event of there was presence of foreign object in the cutting wire. Based on the information available and the analysis performed to the returned device that the investigation conclusion code for this complaint will be documented as manufacturing deficiency due to problems traced to manufacturing process. An investigation is opened to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a papillotomy procedure performed on (B)(6) 2018 . According to the complainant, during unpacking, it was noticed that there was a foreign object on the cutting wire. The procedure was completed with a second stonetome . There were no patient complications reported as a result of this event.